Manufacturer narrative:
The lot number is unknown resulting in unknown expiration and manufacturing dates. The device was returned for evaluation; however, testing has not yet been completed.

Event description:
An event involving a 4" (10 cm) appx 0.40 ml, smallbore trifuse ext set w/3 microclave¿ clear, 3 clamps, rotating luer experienced disconnection. The report stated that the trifuse set became disconnected from blue clave. The event happened during infusion. The date or approximate date the product problem occurred was on 26-jun-2024. The device was changed out/replaced with no further problems encountered. The issue was not detected prior to direct patient use. There was no serious injury/death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences, no med/surg intervention required. The involved device is available to be tested. There was patient involvement and no human harm.

Manufacturer narrative:
Received one (1) used mc33098 smallbore trifuse ext set w/3 microclaves connected to one (1) used list #unknown microclave for inspection. No defects or anomalies noted. The connection of the male luer to the microclave was functionally tested and found to have met performance expectations. The male luers were measured and found to be iso compliant. The reported complaint could not be replicated or confirmed.